Event description:
Sales consultant reports: during an l-4-s1 fusion the surgeon had the screw on the screwdriver with the sleeve, however, as he attempted insertion, the screw threads inside the screw head came apart and sheared off. The thread on the sleeve that attaches to the screw is broken. The surgeon used another screw to complete the procedure without further incident. There were no parts to retrieve, the complained screw will not be returned. It was lost following the surgery. This is 1 of 2 report for event # (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. Part was discarded and will not be returned and the lot number is unknown. Therefore no further investigation is possible. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.